Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) ¿ manufacturing date: april 29, 2013. The review of the DHR showed no deficiencies. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was further reported that all of the parts were not removed during the revision. The broken devices may have been the only items explanted.

Manufacturer narrative:
Product investigation summary: the visual inspection of the femoral neck screw shows wear marks. No findings were identified during the review of the device history records. This complaint condition is likely the result of complications during the healing process (i.e. Non-union, delayed union) or an overloading situation of different factors. The complaint is determined not to be a result of a detected manufacturer or material deficiency. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Clarified description about piece of nail remaining in patient. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided x-rays were reviewed by the manufacturer and it was noted that a broken nail and screw could be observed. It was reported that an explant procedure was performed on (B)(6) 2016. During the procedure, the pfn was extracted proximally using the impactor. It was apparent that the distal section of the nail had fractured at the site of the locking bolt and remained in the femur. Since the remains of the nail and the antirotation screw were completely enclosed in the bone marrow/femoral neck, it was decided to leave the residual implants in situ.

Manufacturer narrative:
Patient initials, gender, and weight not available for reporting, implant / explant date unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a fracture of a proximal femoral nail (pfn) and femoral neck screw occurred postoperatively. Revision surgery was required and both devices were reportedly explanted. The implant and explant dates are currently unknown. There is no additional information available at this time. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: cia-update 22.mar.2016: since delivery of translation of revision report on (B)(6) 2016 new awareness that the tip of the pfna nail remained into patient's body. The pfna nail broke through the bolt hole, as visible on the 6th x-ray, and the received part of the pfna nail confirms so.